Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws were bent. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). The reported device was not received, and thus could not be evaluated; therefore, it is not possible to confirm the reported complaint "material twisted/bent; jaws broke/bent". The cannula device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. The c-ring was observed to be intact. The metal wire and the c-ring remained attached to the cannula. During visual inspection using microscopy, the scope wash tubing was observed to be transected in an angle and melted. Based on the condition of the device as returned, we were able to confirm the analyzed complaint for "break; scope washing tubing".

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws were bent. A replacement device was used to complete the procedure. No patient involvement.